Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot number 73g1500672 investigations did not show issues related to the complaint. The device has not been returned for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the applier did not release a clip during surgery. The surgeon used another unit to complete the case. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). One (1) applier of catalog number 543965 auto endo5 ml was received used, opened without original package, lot # 73g1500672 was confirmed with samples received, during visual inspection, the components looked well assembled; in good conditions, no stuck clip in the jaws. Failure mode not releasing clip was not confirmed with samples received during visual inspection. Functional inspection: applier was activated (first activation) and one clips was loaded, closed & released. Then applier was activated several times and a total of 10 clips were loaded, closed & released properly; no quality issues were found. Therefore, failure mode not releasing clip reported by customer was not duplicated during testing. Based on the sample inspection the failure mode not releasing clip reported by the customer was not confirmed with received samples during visual inspection. A functional inspection was performed and device worked properly. Therefore, a corrective action is not required at this time. In addition, all products are 100% tested by manufacturing and this defect would have been detected during the functional testing.

Event description:
Alleged event: the applier did not release a clip during surgery. The surgeon used another unit to complete the case. The patient's condition was reported as fine.